Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral upper abdomen and central lower abdomen on (B)(6) 2017 using the coolcore applicator who developed paradoxical hyperplasia (pah/ph) reportedly 6 months after treatment and was diagnosed to the central lower abdomen on (B)(6) 2018.

Event description:
Allergan aesthetics received a report of a female patient treated with cool sculpting to the bilateral upper abdomen and central lower abdomen on (B)(6) 2017 using the cool core applicator who developed paradoxical hyperplasia (pah/ph) reportedly 6 months after treatment and was diagnosed to the central lower abdomen on (B)(6) 2018.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the cool sculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any cool sculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral upper abdomen and central lower abdomen on (B)(6) 2017 using the coolcore applicator who developed paradoxical hyperplasia (pah/ph) reportedly 6 months after treatment and was diagnosed to the central lower abdomen on (B)(6) 2018.